Event description:
Revision of a total hip arthroplasty as a result of post-operative x-rays showing a dislocation of the stem and neck from the cup and shell. The physician decided to revise the pt and upon opening the pt found out that the dislocation may have been caused by the stem loosening. Upon broaching, the pts calcar was fractured and subsequently cabled.

Manufacturer narrative:
A review of the manufacturing device history record indicates the device was manufactured to specification. Sales agent stated the stem did not malfunction or potentially cause dislocation. Post operative x-rays show stem was undersized distally and may have contributed to the loosening. Device was unavailable for evaluation.